Event description:
A customer contacted baxter's technical service center regarding the initial drain being very slow. The home patient (hp) stated that the drain volume kept going up and down 2-3 ml at a time. The technical service representative instructed the hp to check the patient line for kinks, fibrin, and closed clamps. The hp stated that there was a lot of air in the patient line. The tsr advised the hp to end therapy and start over with new supplies. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient's mother who stated her daughter has been doing fine with therapy and there have been no other issues since this incident. An engineering quality review was completed for this report. The report was not confirmed in the lab due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. There was not enough data within the complaint information to identify root cause; therefore, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.